Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing stimulation in the wrong location and no longer receiving effective stimulation. In addition the patient is experiencing pocket stimulation and pain at the ipg pocket site and between shoulder blades. Surgical intervention may be pending to address these issues.